Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colostomy reversal, when doing the anastomosis, there was an incomplete staple line. The surgeon said the staple line was disrupted, but the donuts were okay. Part of the staple line wasn't in tact. Surgeon sutured up the missing portions of the staple line to complete the anastomosis.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. A microscopic examination of the device displayed nicks on the knife blade. Functionally, a pmv representative anvil was used for all functional testing. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.